Event description:
Placed sheath into fem-pop aorto-bifem graft with a high degree of resistance. Upon removing it, the tip including the radiopaque band detached from the catheter and lodged into the graft wall. An ultrasound revealed the band was not intraluminal and therefore was left. A 24 hr follow-up on ultrasound showed no change in the position of the band in the graft wall and no attempt to retrieve was made.